Event description:
It was reported that there was a suspected clavicular crush of the right ventricular [rv] lead and the lead was fractured. It was also noted that the device had sensing difficulty. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.